Manufacturer narrative:
The ventilator was investigated on site. No ventilator malfunction was found. The patient cassette was reviewed and the software updated. The ventilator passed all functional, safety, and electrical tests to factory specification. The test lung was found damaged/punctured and replaced. No device logs received and the replaced part not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator did not cycle. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).